Manufacturer narrative:
Additional information: d9 analysis was completed. No device problems found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was in post-operation check when it was observed their heart rate was slow. Upon interrogation, no signal was observed from the pacemaker. The patient was bright back to the procedure room where the device was explanted and replaced. The patient was stable.